Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the u727 processor had thermal damage on the distribution node (dn) pca board. The cause of the constant gong alarms and inability to communicate is the damaged processor. The root cause of the damaged processor cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.